Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.